Manufacturer narrative:
Correction: device manufacturing date now provided as it was inadvertently left off initial MDR.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the power source was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power supply was returned to the manufacturer for evaluation. Testing found that a direct current port had no output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system had shut down without prompt from the user while navigating. The representative noted a faint burning odor emitting from the system. The navigation system was restarted though one of the two monitors would not power on. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.